Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation over time due to high/invalid impedance. X-rays were taken and revealed lead fracture. No further action is planned at this time. Further device information and concomitant medical products are unknown.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. The doctor also electively explanted and replaced the patient's ipg (with a different model). Surgical intervention resolved the patient's issue.